Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that the drawer 1 and 2 module controller was only illuminating the power led. The fse replaced the controller board and contacted medbank to configure and test the system. The drawers were successfully configured, and verification confirmed that the board indicator lights were functioning correctly. Both drawers opened and closed without issue. The hardware test application was not functioning properly, so no hardware test could be performed at that time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer would not open. User rebooted the cabinet but unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.